Event description:
Customer reported some of the tissue samples processed in 2008 were adversely affected by the instrument rendering it undiagnosable and requiring 3 to 4 pts to be diagnosed by alternate methods. Once on site customer also recalled that one pt sample in 2007 was poorly processed and was unable to be used for diagnosis.

Manufacturer narrative:
Conclusion from investigation: most likely cause of tissue being compromised is believed to be due to; small particulate contamination: small particulate contamination is hard to detect and can occur due to a number of reasons, some being; when filling the instrument with wax or chemicals particulate contamination can be introduced. Contaminants can originate from the chemicals or be introduced to the chemicals during filling. Retort cleaning - if adequate care is not taken when removing the filters to clean the retorts, particles from the retort can fall into the system. See scanned pages.